Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -10.50/+3.5/135 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault, light anisocoria/blurry vision. This exchanged resolved the problem. Cause of this event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.2mm, vticm5_13.2, -10.50/+3.0/149 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault, light anisocoria/blurry vision. This exchange resolved the problem. Cause of this event was unknown. Claim# (B)(4).